Manufacturer narrative:
Visual and functional analysis were performed on the returned device. The reported cuff miss was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a prostyle relative to an unspecified procedure. Reportedly, the suture of the vessel closure device did not come out during the procedure. An unspecified method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.